Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communication and not responding. A field service engineer (fse) identified a black screen and no power condition, isolated the issue to auxiliary drawers 3.1 and 3.2, confirmed a defective drawer controller using a meter, replaced the drawer controller, verified proper function through diagnostics, and the customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not responding, remained powered on, and displayed a black screen. However, there were no delays or adverse events or injuries reported based on this event.